Event description:
It was reported that the physician was implanting a gore viatorr transjugular intrahepatic port-systemic shunt (tips) endoprosthesis to treat a pt with ascites. A viatorr device was advanced and deployed in the desired location successfully. Radiographic images during the procedure showed the stent in place with patency demonstrated; however, a kink was observed proximal to the uncovered portion of the stent. Another device which has not been named, was implanted closer to the vena cava during the procedure to facilitate full coverage of the intrahepatic tract. Following the procedure, the pt complained of pain. A computed tomography scan was performed which reportedly showed a patent tips tract and an area of low attenuation in the posterior aspect of the liver. This was reported as partial budd chiari syndrome. The pt recovered from the episode of pain, but expired four days later of bronchopneumonia. Chest x-rays taken before death showed an area of high attenuation extending from the left base into most of the left lung.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device remains implanted and the delivery system was discarded, so no engineering investigation could be performed.